Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customers blood glucose was 300 mg/dl. Additionally, it was reported that the customer reportedly gave themselves an "insulin injection", it was unclear if customer administered the insulin via the pump or another source of insulin therapy. Reportedly their blood glucose (bg) decreased to 24 mg/dl. The customer called emergency medical technicians who provided the customer with an injection, customer was not sure what kind of injection and ate carbs while being seen in the emergency room (ER). Customer was treated in the ER with intravenous fluid of saline and was discharged later that same day. Treatment resolved the issue and there was no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Customer reportedly had a low bg and administered insulin injection to cause the bg to be 24 mg/dl. Emt's were called who administered an injection and customer went to the emergency room. In the emergency room the customer consumed carbohydrates. Customer was treated with intravenous fluids of saline and was released the same date from the issue resolved. Reportedly, customer is using infusion set and cartridge supplies longer than label instruction. Tandem technical support informed customer that using infusion set and cartridge supplies longer than label instruction is off label per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.